Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Event description:
The lead could not be repositioned and was replaced.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found to be in back-up mode due to a single flipped bit. The device was at elective replace indicator (eri) and was successfully downloaded. No information was received from the field regarding the device settings. After replacing the battery, normal function ensued.